Manufacturer narrative:
Reliability analysis inspected 1 random partial opened/used sensor and performed continuity resistance test and sensor failed per specifications. 2nd opened/used sensor performed visual inspection and found sensor with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensors only, no insertion needles.

Event description:
The customer reported via phone call that they experienced change sensor alarm and sensor error. The customer's blood glucose value was unknown. The customer stated that the bad sensor alert did not occur after a second consecutive cal error. The customer stated that the transmitter did not light up when connected to the sensor. The product was returned for analysis.